Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed the distal tip of the device was broken off. No other defects or abnormalities were seen in the cannula that could potentially be the source of the observed damage. The root cause of the event is likely a combination of damage from instruments and lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "at the end of the surgery they examend the abdominal space. While looking up towards the liver they dicovered that a plastic piece partly broken off at the end of the 11mm sleeve that was placed below the sternum. They were able to pull the part off and remove it through an endobag. (B)(6) can not explain how this could have happened.there was no sign of damage befor he inserted the trokar. During the operation there was no friction while inserting the instruments. According the operating room nurse the trokar was under a lot of pressure because it was maneuvered upwards to the liver. An intra abdominal picture will follow a.s.a.p" patient status - ok.